Manufacturer narrative:
Date of event: unknown. Medical device expiration date : unknown. Medical device manufacture date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. Unable to perform complaint lot history check owing to an unknown lot number for this event . CAPA/sa - based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 1 bd pen needle autoshield duo 30gx5mm was unable to deliver insulin or medication. The following information was provided by the initial reporter : it was reported that patients are not getting their insulin during injections with the auto shield duo. Patients are in dka because insulin was not injected.